Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that a motor stall caused a volume discrepancy. At the time of a pump refill the expected reservoir volume was 4 ml and the emptied 9 ml of drug. An alarm was registered in the programmer. The healthcare provider was to transfer / provide the pump logs / long report. The patient did not undergo magnetic resonance imaging.  There were no known factors that seemed to explain the motor stall. A bolus was performed to observe clinical effects and the healthcare provider was to communicate the results. A new refill procedure was to occur in two to three weeks to observe whether the volume discrepancy was still the same, and if so a replacement of the pump would be done. The issue was not resolved as of (B)(6) 2022. The patient was without injury regarding their status as of (B)(6) 2022. No surgical intervention occurred and no surgical intervention was currently planned. The patient's medical history, age, and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
H6 correction: the method code b17 was replaced with b18. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was noted that unfortunately the healthcare provider did not consult the pump logs. At this stage, the pump had been replaced as another volume discrepancy was observed a few weeks after the event. They did not have a clear explanation regarding the motor stall (unknown duration), but other motor stalls occurred between end of january and beginning of february (alarms were heard by the patient). As the motor stall was suspected to be longer than 48 hours, the decision had been to replace the pump with a new model 8637-40 pump on (B)(6) 2022. It was further indicated that despite the company representative¿s recommendations, the operating room (or) department did not conserve the defecting pump. Therefore, the pump would not be returned to the manufacturer. As per the logs, the pump administered morphine with concentration 10.0 mg/ml at a dose rate of 5.992 mg/day as of 2022-jan-25.